Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. Based on the results of the investigation, the user detected water leakage during the water leakage test after pre-cleaning in the reprocessing phase. Due to the leak, manual cleaning could not proceed. It is possible that the device was sent to olympus without completing reprocessing, which may have resulted in foreign material remaining in the affected area. However, a conclusive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects inside the nozzles. There was no patient involvement.